Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Excessive no delivery test and occlusion test were not performed due to prime/fill anomaly. The motor was tested outside of the insulin pump and it passed. The insulin pump had cracked battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. Customer reported that motor error occured four times in the last 30 days. The customer stated that she was able to rewind the insulin pump. The blood glucose reading was 128 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.